Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tracheostomy was inserted in theatre the first time, patient had coughed it out (size 6). It was tested prior to use and air blown into cuff appropriately. The physician stated that the cuff might have been too short. Subsequently, a size 8 was inserted and 6 sutures were added.